Event description:
Technical services received a call on 04/01/2011 from sales rep. It was reported that the rv lead note: loc with 3 seconds pauses, pt pacer dependent. Decreasing impedance measurements. Dr. Believes loc was due to electrolyte imbalance. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).